Event description:
In 2008, the patient was implanted with gore tag thoracic endoprosthesis. Nine days later, the patient expired. The cause of death is unknown. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.